Manufacturer narrative:
Manufacturer's investigation conclusion: the reported discoloration to the mobile power unit patient cable was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(4) was serviced at the abbott european distribution center (edc) and no log files were submitted for review. The mpu patient cable was observed to be discolored during observation during testing. The system was able to boot up as intended. The patient cable was replaced, and the system was able to pass all stages of testing with no issue. The mobile power unit was placed in the abbott rental pool after testing. The root cause of the reported discoloration was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable of the mobile power unit was discolored.